Event description:
A caller reported an issue with the touchscreen responsiveness of their pump, noting that the pump screen was frozen and would not respond to inputs. There was no adverse impact to the customer's blood glucose level. The technical support team provided complete pump reset information, and the caller chose to reset the pump at that time, after which the customer was able to interact with the pump screen successfully.